Event description:
It was reported that the patient was to undergo a lead revision on (B)(6) 2015 due to less than 50% relief since implant. The patient thought it would get better on its own. She also had increased pain and new pain. The patient did not see the implanting physician, but rather, her neurosurgeon who decided to schedule the lead revision. The patient declined reprogramming. It was stated that no troubleshooting was done. Pre-operative programming was unsuccessful in achieving low back stimulation. The percutaneous leads were removed and were replaced with a paddle lead. Testing with this during the procedure did not achieve low back coverage despite repositioning and programming attempts. The lead was left in the same position as the previous percutaneous leads were in and this gave bilateral coverage intra-operative. No issues were seen intra-operatively. However, post-operatively, there was only right sided coverage and nothing in the low back. The patient was doing fine but was not really receiving effective therapy. The patient planned to follow up with the neurosurgeon in a couple of weeks. Additional information about any further intervention and the outcome have been requested. If received, a follow up report will be sent.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported that the patient was reprogrammed and had effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 97754, serial# (B)(4), product type: recharger. Product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).